Event description:
A customer reported that the motor device was "not working" and had an " error code 8". It was unknown when the alleged defect occurred. It was unknown if the device was used in surgery, if there was a delay in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).